Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had an ongoing lump in their spinal incision, near the anchors. After they experienced fevers and sweats with the lump getting bigger their doctor explanted it. It was reported that a complete system explant was performed on (B)(6) 2017 due to an infection. There were no known factors that may have led/contributed to the issue. It was reported that the issue was resolved at the time of the report and the hospital discarded the explanted device. It was indicated that the device would not be replaced in the future. It was asked but was unknown when the event began. No further complications were reported/anticipated.